Manufacturer narrative:
Corrected data: b4. Date of this report: "08/04/2025" should be removed and "08/06/2025" should be added on the initial MFR report. D4. Model#: "vticm5_12.1" should be removed and "vticm5_ 12.1 (-11.50/ 4.0) " should be added. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate surgery the lens was explanted. At a later date a replacement of the same model/ longer length was implanted and the problem was resolved. The cause of the event was a patient related factor. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).